Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the symptomatic patient presented in clinic after receiving inappropriate high voltage therapy due to far field p-wave oversensing. Device was reprogrammed remains implanted.